Event description:
According to the reporter, while in tissue during a laparoscopic appendectomy, the device did not fire. The surgeon was not able to press the green button and was not able to squeeze the handle. To resolve the issue, the surgeon replaced it with a new handle. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.